Event description:
The customer received questionable results for two patient samples from coaguchek xs meter serial number (B)(4). Of the data provided, only the results for one patient were a reportable malfunction. The result from the meter was 5.2 inr. Minutes later at 10:05 am, the result was 3.7 inr from a laboratory using a sysmex ca 1500 with siemens dade innovin reagent. There was no allegation of an adverse event. The patient had a normal hematocrit within 25-55%, was not taking any heparin, had no antiphospholipid antibodies, and no direct thrombin inhibitors. The therapeutic range was 2.0-3.0 inr. The controls passed for level 1 and level 2 on the day of the event. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 304973) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no.